Event description:
It was reported that the programmer locked up with an error "during device interrogation." Recycling the power cleared the error. The software was reloaded by the clinical specialist, and another programmer was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.